Event description:
Procedure: lower anterior resection. Reportedly, the stapler was used to transect the lower sigmoid colon. The knife blade cut the tissue, but the staples did not form. The surgeon reported after inspecting the staples they were in the shape of a v and not the traditional closed b shape. The surgeon tried to hand sew the tissue, but could not get access, because it was so low in the pelvic area. Then he tried to use an eea, but the tissue was too damaged to staple. Subsequently, a colostomy bag had to be placed.

Manufacturer narrative:
.